Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure the patient had three endeavor sprint drug eluting stents implanted in the lad. Approximately 26 months post index procedure patient had stent thrombosis in the lad which was treated by revascularization and CABG. The investigator indicated that the event was not related to the device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Event description:
It is reported that the patient suffered an mi approx 26 months post index procedure. A repeat angiography was performed. The event was not assessed for relatedness with the study device.